Event description:
New information noted that the lead was explanted and replaced.

Manufacturer narrative:
This product is registered as a combination product. More information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was oversensing.

Manufacturer narrative:
The reported event oversensing was confirmed. As received only the distal portion of the lead was returned in one piece measuring 40.5 cm (outer insulation and outer coil) / 42.5 cm. (Inner insulation and inner coil). External insulation abrasion was noted at 4.5-5.6 cm from distal tip. Consistent with lead friction to [the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.

Event description:
New information noted that oversensing was noted via remote transmission. Patient was asymptomatic throughout event. No intervention was performed.